Event description:
Handpiece would not fire-all connections checked. Doctor asked for new handpiece-new one work well.====================== manufacturer response for conmed argon beam, abc probe (per site reporter) ====================== we will be notifying the manufacturer.